Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hair on implant.

Event description:
Healthcare professional reported implant that has a hair on the inner packaging. The device was not implanted. It is unknown if surgery was completed with a back up device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ hair/fiber on implant: observed 2 hair fibers attached to inner lid, it is not assessed as workmanship since it was received out of the sealed package. However, a further investigation is still requested. No additional observations performed on the device. No further actions are required.

Event description:
Abbvie sales representative reported "we have a breast implant that has a hair on the inner packaging". This record is for an unknown side. Device was not implanted.